Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and stimulate use mode testing were performed. The customer's complaint was replicated. During investigation, the pump was powerup and the pump alarmed about half way through self-test and continued to alarm until the cassette was attached. According to the investigation, this was duplicated by pressing the uso with no cassette attached, at which time the double beep alarm stopped. The pump was able to be started while pressing the uso. The investigation confirmed that evidence pointed to a cd nub that was stuck closed and defective downstream occlusion sensor. Further investigation found some very minor scratches on the lens. Service will replace the cd/dso to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed and indicated no cassette. It was also reported that the lens was scratched. No adverse effects were reported.